Event description:
It was reported the pt had no stimulation on his right side, and the stimulation he had on the left side was providing coverage where it was not needed. The pt was working with his physician for the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.